Manufacturer narrative:
The product has been disposed and is not expected back for an investigation. A follow-up report will be submitted once additional information is obtained. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. The sensor kit expiration date is 28-feb-2019. The medical event associated with this complaint case occurred on (B)(6) 2020 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported skin reaction while wearing the adc freestyle libre sensor and experienced redness at the sensor site. Hcp contact was made and the customer was prescribed cortisone cream for treatment. There was no report of death or permanent injury associated with this event.